Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model. The patient reported effective therapy post-operative and the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient is also without stimulation. A replacement charging system was sent to the patient which did not resolve the issue. As such, the patient will undergo surgical intervention to address the issue.